Event description:
Caller reported a malfunction on the pump, identified by malfunction code 16, which was accompanied by audible alerts. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller in resetting the pump, which prevented the recurrence of the malfunction. A replacement pump was arranged as part of the resolution. The caller was instructed to upload logs from the tandem t:slim mobile app for further investigation, place the faulty pump into storage mode, and return it to the company using a pre-paid return label within 10 days. The caller acknowledged the need to program the settings into the replacement pump and connect their continuous glucose monitor to it.